Event description:
It was reported that the needle on the transfer guard of the reservoir was bent. Nothing further was reported.

Manufacturer narrative:
The reservoir leaked due to the seal between the needle and the vial-septum being insufficient.